Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700s mg/dl. Cause of bg level was not known. Customer administered drank water in attempt to address the issue and went to the emergency room with moderate ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin via the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.